Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm in diameter abdominal aortic aneurysm. Currently the proximal aortic neck measures 26-30mm in diameter. It was reported that the ten year follow up CT scan revealed a proximal type I endoleak. It was noted by the physician that the original aneurx stent graft had migrated 2-3cm from the left renal which was the lowest renal. The physician stated that the cause of the event was due to disease progression; aortic neck dilatation. The physician performed an intervention where a 32mm endurant cuff was implanted with aptus endoanchor to secure the cuff. The physician stated that the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.